Manufacturer narrative:
The stepper motor was returned to tosoh instrument service center for investigation. Functional testing could not confirm the reported failure; error could not be replicated. The most probable cause of the reported event is unknown; error could not be duplicated.

Event description:
N/a

Manufacturer narrative:
Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event. A field service engineering (fse) was at the customer's site to address reported event. Fse confirmed error by reviewing error logs but was not able to reproduce the error. Fse noted that the motor is losing step counts, hence the reported error is most likely due to a bad stepper motor. Fse replaced the faulty stepper motor pm131d, verified all hybrid arm alignments, lubricated the hybrid arm sample nozzle and cleaned the main arm sample nozzle tip. Fse successfully performed daily maintenance and quality control run without error and within acceptable range. The customer completed sample runs without error. No further action required by field service. The aia-2000 instrument is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were five (5) similar complaints identified during the searched period, which includes this event. The aia-2000 operator's manual under appendix 4: error messages states the following: [4253] hybrid arm z-axis home overrun. Cause: the home sensor activated improperly after movement of the hybrid arm z-axis. If retry fails, the measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. The most probable cause of the reported event was due to faulty stepper motor.

Event description:
A customer reported getting error message "4253 hybrid arm z-axis home overrun" on the aia-2000 instrument. Instrument is down. A field service engineer was dispatched to address the reported event, which resulted in delayed reporting of patient samples for intact parathyroid hormone (ipth). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.